Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer and it was reported the motor stall occurred a month and a half to two months ago and recovered on the same day. It was noted the pain pump had never worked to give the patient relief. One year after install the doctor was going to run some test.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that he went to his doctor today for a pump fill and they are titrating down the medication by 20% today because the pump therapy has never helped him anyway and he wanted it removed. The patient stated that on the printout it was showing the pump stopped for 142 hours and 24 minutes. The pump motor stalled. The patient saw service code 234 and 232 on the printout from the fill. The patient stated that he had magnetic resonance imaging (MRI) on the (B)(6). The patient had surgery on (B)(6) 2025 but was not related to medtronic device/therapy.